Event description:
It was reported that this cutter was returned with meshers that had chewed gears and made an incomplete mesh. Evaluation later revealed that this cutter did not pass the cut test. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and no harm or delay in any surgical procedure. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit failed inspection and the unit produced an incomplete cut. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.